Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. A review of the logfile and the attached treatments report confirmed four treatments were performed with the refraction value that match the refraction parameter of the treatment plan for patient (1) and two treatments were performed with the refraction value which matches the refraction parameter of the treatment plan for patient (2) due to a need of a second treatment. The report event could be confirmed and caused by user error. The root cause is user error. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A risk manager reported a patient that was scheduled for lasik of the right eye. The incorrect treatment was entered in the system and photorefractive keratectomy was performed. The surgeon recalculated the treatment and did an additional treatment on the patient. The patient is doing well postoperatively and vision is improving. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.